Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer observed leaks near the bottom of the cartridge near the pneumatic tap. Reportedly, the customer was uncertain if blood glucose level had been adversely impacted by the reported event. It was confirmed that the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
Device investigation was completed. As the used cartridge was not returned, testing for the leaking cartridge could not be performed.